Event description:
Customer reported the system is displaying a precharge voltage error. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the batteries. System operates as intended. This MDR is related to ge healthcare complaint.